Event description:
Brakes checked as part of routine maintenance. Casters rolled at 24# versus a lateral pull test spec of 50#.======================manufacturer response for stryker med/surg bed, stryker (per site reporter)======================service rep will be sent to replace brake kit componenets.